Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that mini engine of the drawer sustained damage as a result of normal wear and tear. A field service engineer successfully replaced the mini engine, resulting in the restoration of all functions to their normal state. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system station drawer is unable to open and requires maintenance. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.